Manufacturer narrative:
The report of a lock screen with an error message was confirmed in the pcu event log, however the ¿error¿ message was the clinician ID entry pop-up that appears when the pcu front panel/keypad is locked via the tamper switch and the user selects options. The pcu event log shows there were 3 syringe modules in use and actively infusing. At 10:40 pm on (B)(6) 2020, the user locked the front panel/keypad via the tamper switch, which is located on the rear case of the pcu. The device remained in this state until 11:55 pm when the front panel/keypad was unlocked via the tamper switch. The user was then able to channel off the devices and power down the system. The system was powered on again at 11:56 pm, however was shut down at 11:57 pm. The event description states that ¿treatment was completed after replacement of the units¿. A review of the device error logs found no errors during the time of the reported event. The devices were being used for treatment the devices were not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that after the pcu module and three syringe modules were set up on a pediatric apatient and the health care provider tried to program a bolus medication, allegedly the channel showed the lock screen and required an authorization code to go further. Reportedly, the health care provider was unware of unlocking the pcu by using tamper switch, therefore, the treatment was completed after replacement of the units. There was no reported patient impact.